Event description:
It was reported that the patient has been lost to follow up for more than two years and presented in clinic. Upon interrogation, it was observed that the pacemaker was in back up vvi. The pacemaker was explanted and replaced. The patient was stable before, during and after the procedure and was discharged the same day without any complications.

Manufacturer narrative:
The reported event of back up operation was confirmed. The device was received in back up operation. The device image was analyzed and checksum mismatch indicating code corruption was noted. Based on requested additional information to identify environmental causes of code corruption, it was noted that the code corruption was found to be consistent with patient exposure to electromagnetic interference. The device firmware was reloaded, and code corruption was not reproduced upon further environmental testing. The cause of reported event was found to be due to patient exposure to electromagnetic interference. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.